Event description:
An endurant abdominal stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately three weeks ago. The aortic neck was less than 10mm in length and measured 25 to 30 mm in diameter from proximal to distal. It was reported that there was a proximal type I endoleak seen on the final angiogram run. The endoleak was suspected to be due to the short, reverse funnel shaped aortic neck. The decision was made to place a 32 mm endurant aortic cuff and this successfully resolved the endoleak. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Evaluation results: inherent risk of procedure (endoleak), patient's condition affected effectiveness of device (short reverse funnel shaped aortic neck). Evaluation conclusion: device failure/lack of effectiveness related to patient condition (short reverse funnel shaped aortic neck).